Event description:
The dentist reported a fractured screw and was able to remove it from the implant.

Manufacturer narrative:
Visual inspection revealed the product is fractured at various locations. The threads are intact and screw head shows wear. The complaint is confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.